Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the quality assurance technician reported that the roller pump had an indentation on the membrane panel over the display. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.